Event description:
Customer reported an issue with the time settings on a pump, which was displaying a time discrepancy of more than five minutes. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in updating the pump time and advised monitoring the situation and to follow up if the discrepancy recurred. Customer understood and acknowledged the instructions.